Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pocket site pain. The patient had lost slight weight recently, but the battery size had remained the issue. Surgical intervention took place where the battery was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pocket site pain. Therapy was effective but the size of the proclaim ipg was the issue. Surgical intervention was taken where the original proclaim ipg was explanted and replaced with the smaller eterna ipg. Effective therapy was restored. Based on the information received, the cause of the reported issue was determined not to be product related.